Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced a symptom described as ¿bubbly itchy rash, redness, and little bumps with fluid¿. The customer contacted a healthcare professional who prescribed triamcinolone acetonide (corticosteroid) cream as treatment. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced a symptom described as ¿bubbly itchy rash, redness, and little bumps with fluid¿. The customer contacted a healthcare professional who prescribed triamcinolone acetonide (corticosteroid) cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. Performed visual inspection on returned sensor patch, no issues were observed. The adhesive was returned and no abnormalities were observed. No malfunction or product deficiency was identified.